Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 02/27/2017 alleging that on (B)(6) 2017, the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 600 mg/dl with the associated symptom of confusion. The patient was reportedly treated at the hospital emergency department with intravenous fluids. Troubleshooting of the pump performed by animas customer support at the time the incident was reported revealed the pump was set on ¿suspend.¿ animas customer support determined the patient¿s adverse event was associated with training/misuse. This complaint is being reported because the patient allegedly experienced serious injury while on insulin pump therapy associated with a training/misuse issue; the pump was suspended. Product return not required.